Event description:
The hospital reported that a ventilated pt was being transported onto an elevator. The unit was in battery mode, and the battery status icon on the front of the unit reportedly indicated it was fully charged. The ventilator reportedly beeped once and shut down. The pt was manually bagged until a replacement ventilator was obtained. There was no reported pt injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.